Event description:
It was reported by the end user that the batteries are no longer maintaining a charge on the r50lx power chair. End users' grandma states she purchased the power chair second. Anita alleges that at one point in time the end user was stranded down the street from the home and the mother had to push him and her stroller home. End users' grandma states there were no injuries associated with the incident.